Event description:
Procedure type: colon resection. According to the rptr: needle cracked during colon resection in single knot technique. Part of needle fell into pts cavity. Part of needle could be removed. Surgery time had to be extended more than 30 mins. No blood loss in fact. No extension of incision. No damage or loss of tissue. Pt had to be x rayed.

Manufacturer narrative:
(B)(4).